Event description:
It was reported by repair work order that the cot could not be locked into the fastener due to a missing retaining post top, tube, and screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.